Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device functionality. It was noted that the patient had a replacement procedure scheduled; however, the patient was unable to attend the appointment. Technical services (ts) was consulted and discussed different options to better determine the status of the device, advising the caller to follow up for further assistance. Additionally, the right atrial automatic threshold (raat) test was noted to be either higher than programmed or suspended. This device remains in service. No adverse patient effects were reported.